Manufacturer narrative:
The device was not returned for analysis. The reviews of the finished product electronic lot history record (elhr) and corrective and preventive actions (CAPA) database were not performed as the specific failure mode and lot number for this complaint were not provided. Without the device returned for analysis and specified failure mode, a conclusive cause for the reported event could not be determined; however, the unexpected medical intervention appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported as a general comment that prostyle did not work relative to an unspecified procedure. The method used to achieve hemostasis was not provided. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3, b6: estimated date. D4: a partial UDI was provided as the lot number is not known.